Event description:
It was reported that the implantable neurostimulator (ins) would not recharge. The patient met with a manufacturing representative (rep) and got it recharging. The patient was not sure why her ins would not charge. There was less than 50% therapy relief in the low back and legs. The product issue was resolved and the cause of the issue was determined to be because the patient had not charged the ins since january, so that was the reason why they were unable to recharge per the norm. A physician mode recharge (pmr) was performed, as well as an antenna locate (al). There was a power on reset (por) with error code 0x3608, which was successfully cleared. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).